Event description:
It was further reported that the patient was monitored, showed improvement and was discharged 3 days post index procedure not 34 as originally stated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same patient as 2134265-2010-04395. It was reported that following a carotid artery treatment procedure the patient experienced a cerebral vascular accident. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 20.0 mm long with an 8.0 mm reference vessel diameter. The physician treated the target lesion with a filterwire ez and implanting a carotid wallstent. Following post-dilatation, residual stenosis was 5%. Less than 24 hours after the procedure, the patient was found to have areas of tiny acute infarction in the posterior portion of the right frontal lobe. The event resolved 6 days later without residual effects. The patient was discharged 34 days post procedure.